Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. The conductor wire insulation was damaged, but the wire was no torn or fully broken. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
It was reported that the 8mm force bipolar instrument had the package saying broken.